Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the observed discrepancies were consistent with situations in which estimated sg values provided by the eversense app were entered as calibrations instead of true bg values. Customer care recommended the user re-link their sensor to clear calibration history and any possible calibration misalignment. Post re-link, the bg and sg values showed better agreement. The user was advised to continue using the system and to calibrate when requested. Per dms review, the user was using the system with up to date information.

Event description:
On march 27 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.